Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a severely calcified lesion (90% stenosis, 250 mm length, 5 mm diameter) in the mid right s uperficial femoral artery using the inpact admiral drug coated balloon adm05025013p 05.00 l250 ul1300 us, there was a 20-minute delay in surgery due to product malfunction. Removal difficulties occurred when the balloon catheter caught upon the 45cm 7fr non-medtro nic sheath during withdrawal, and the balloon tore. The vessel was pre-dilated with a 5x200 non-medtronic device and post-dilated with an admiral 5x250 device. Embolic protection was used with a 0.014 spider fx filter wire, and the device was passed through a previously deployed 6x200 protege everflex stent. The balloon was inflated using a non-medtronic inflation device with 50/50 contrast. The device was safely removed without intervention with sheath and wire access still in place. The procedure was finished and closed with angioseal. There was no vessel damage noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to a 20 min delay in the procedure heparin was given per normal protocol. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.